Manufacturer narrative:
(B)(4). Evaluation results: (dissection).

Event description:
One endeavor sprint over-the-wire (otw) drug-eluting stent was implanted at the proximal rca. Seven days later, a staged procedure of the proximal lcx was carried out. One endeavor sprint over-the-wire (otw) drug-eluting stent was implanted at the proximal lcx. It is reported that a dissection occurred which required the placement of a second endeavor sprint otw stent. Investigator indicated a definite relationship to the study device. It is reported that the pt recovered with treatment. (MFR 2953200-2011-00093).